Event description:
It was reported the system would not boot up. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The system required the hardware and software upgrade. The customer cancelled the service call at this time.